Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that the device described in the present report (71677095 / lag/comp screw kit 95/90) did not exhibit any failure and did not contribute to the adverse event reported. With this information, it was determined that the device corresponds to a concomitant product does not meet the threshold for reporting. The event for the nail fracture is reported under report number (B)(4) (internal reference: (B)(4)). Internal reference number: (B)(4).

Event description:
It was reported that, after an internal fixation surgery that had been performed on (B)(6) 2021, the intertan 10s 10mm x 18cm 125d nail fractured on 16-feb-2021. A revision surgery was performed on (B)(6) 2021 to explant the nail system. Patient outcome is unknown.

Event description:
It was reported that, he patient underwent a primary surgery on (B)(6) 2021, due to breakage of the implants 1 month after implantation, a revision surgery was performed on (B)(6) 2021. The patient outcome is unknown.